Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received vibratory alert for high impedance on svc coil. The impedance measurement coincided with a spike in impedance on corvue. Lead was tested and no out of range measurements and no lead abnormalities were seen. Patient will be monitored and was in stable condition.

Event description:
New information received notes an additional alert of high voltage (hv) impedance was received. The hv impedance reading was higher than the value for the alert but still in range. The physician did not suspect an issue as the impedance had been consistently at the same high level. The patient was stable.